Event description:
The patient reported to boston scientific corporation that she was implanted with an obtryx transobturator mid-urethral sling system on an unknown date. She is now taking cipro and flagyl due to mesh erosion and an ascending gram-negative pseudomonas aeruginosa infection in her pelvis. She also experiences ongoing pain in her pelvis and hip, which was thought to be attributable to her rheumatoid arthritis, but now she reportedly needs the mesh removed. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.